Event description:
Customer took a blood glucose reading at 10:00 pm and received a reading of 358 mg/dl. Customer did not trust the reading and took a second reading with a result of 148 mg/dl. Customer was uncertain how much insulin to take and delayed taking medication. They went into diabetic shock. A first response team arrived and advised customer to dose with glucagon until paramedic arrival. Paramedics arrived some time later and provided customer with insulin intravenously. Customer was shaking and in a coma state for a couple of hours prior to paramedic intervention. Testing was conducted on the fingers.